Manufacturer narrative:
The device has not been received to date. Customer called the olympus technical assistance center (tac) support to troubleshoot. Tac instructed the customer to turn off the clv-190 before inserting scope and turn on after scope was inserted. Tac instructed the customer to reseat the maj-1933 cable between the clv-190 and the cv-190 while it is powered off. The customer did and still getting a b30. Tac instructed the customer to clean the scope contacts with 70% isopropyl alcohol. The customer continued to have the issue. Tac recommended the customer send the unit for repair. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Event description:
The customer reported to olympus, a b30 (scope communication error) occurred on the evis exera iii xenon light source. There was no harm or user injury reported due to the event.

Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the b30 error could not be identified. However, it¿s likely the cause is related to a foreign material or liquid adhering to the contacts. Olympus will continue to monitor field performance for this device.